Event description:
It was reported that the right ventricular (rv) lead alert triggered with noted high impedance, and a possible fracture. Rv lead revision was suggested. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2014, rv pacing impedance measured 3021 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.